Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; two devices had missing components, one device had an alignment issue, one device had a detached component, one device had a dirty component, one device had worn components, one device had a bent component, and three devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.